Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces and corroded battery tube. No button error alarms noted. No traces of moisture were noted at the electronic or motor assemblies per our visual inspection. The insulin pump had minor scratches on the lcd window, cracked case at the display window corners and broken reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 9.1 mmol/l. The customer was exposed to moisture and had few cracks on the device. The customer was advised that the device would be replaced and agreed to return the product for analysis.